Manufacturer narrative:
The last calibration performed on (B)(6) 2023 was ok and there were no alarms. The field service engineer determined there was a possible waste clog issue. Preventive maintenance was performed on the analyzer. The measuring cells and pinch valves were replaced. Instrument checks, calibration, and controls were run; all passed. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ft4 ii on a cobas e 801 module. The sample initially resulted in a ft4 value of 3.17 ng/dl. Due to a laboratory moving averages alert for ft4 patient results, the sample was repeated on a second analyzer, resulting in a value of 1.76 ng/dl. The repeat value was deemed correct.

Manufacturer narrative:
The serial number of the e801 analyzer is 18u8-04. The investigation is ongoing.